Event description:
It was reported that, two days post implant, the patient had inappropriate shock due to oversensing of noise via air bubbles. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. Technical services advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted.